Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to connect the patient line extension to the patient line prior to priming. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for a check patient line alarm on the homechoice (hc) machine, it was reported that the home patient had connected the patient line extension after the priming phase was completed on the patient line. The technical service representative (tsr) assisted the patient in ending therapy and explained the proper setup of the patient line extension. There was no report of patient injury or medical intervention associated with this event. No additional information is available.